Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, did not deliver all the medication over the two hour time frame, as there was still a significant amount of the drug remaining after the two hours were completed. It was reported at least 50 percent of the drug was still left in the bag and the pump log states that all 250 ml was infused, the programming was verified to have been set correctly. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).